Event description:
The pt was filling a portable oxygen unit from a liquid oxygen base. Liquid oxygen leaked at the fill connector (quick connect) site and resulted in a burn to the pt's hand. The lipseal in the fill connector (quick connect) was noted to be cracked upon visual inspection of the part.